Manufacturer narrative:
Title: an advanced bipolar device helps reduce the rate of postoperative pancreatic fstula in laparoscopic gastrectomy for gastric cancer patients: a propensity score-matched analysis source: langenbeck's archives of surgery accepted: 15 september 2022. Concomitant product/s: unknown ligasur unknown ligasure instrument, lot #:unknown; unknown hand in unknown hand instrument, lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between august 2008 and september 2020, a retrospective study compared the surgical outcomes of gastric cancer patients who underwent laparoscopic distal gastrectomy with lymph node dissection. A total of 371 patients were enrolled. A propensity score-matching algorithm was used to select 120 patients for each group. Patients were divided into two groups depending on type of device used for dissection: advanced bipolar device (ligasure or a competitor device) or use of an ultrasonic activated devices (sonicision or a competitor device). Postoperative complications included: postoperative pancreatic fistula and bleeding. Pancreatic fistula required some sort of intervention for treatment. Hospital stay was extended but no other interventions were specified. There were two deaths within 90 days in the ultrasonic device group. Cause of death was not specified. An advanced bipolar device helps reduce the rate of postoperative pancreatic fistula in laparoscopic gastrectomy for gastric cancer patients: a propensity score-matched analysis. Dr. Kazunori shibao, 2022, langenbecks archives of surgery.

Manufacturer narrative:
Patient race/ethnicity unchecked/unticked/ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.